Manufacturer narrative:
Based on the claim against the product by the customer noting that the white pad fell off during use, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The probable root cause of the pad peeling off is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported due to the following conclusion: it was alleged that the instrument white pad fell off during a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur and if the fragment fell inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, that the white pad fell off the harmonic ace instrument during use. It was noted that no fragments fell inside the patient, and that the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The instrument was found to have a blade broken. The blade broke roughly at the base. The broken piece was not returned. Additional investigation found teflon pad damage. Visual inspections showed that the teflon pad appears to be damaged. A piece measuring approximately 0.210 x 0.071 was missing and was not returned with the accessory. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Correction: section d as different product was returned.

Event description:
Refer to h10/h11 for follow-up information.